Event description:
Caller states the inform meter was smoking while sitting in the base. She removed meter from the base and the electrical contacts are burnt. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.